Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was 4 way valve not shifting . It has been replaced. Additional malfunctions were humidifier was missing , comp intake valve missing and cab filter missing.